Manufacturer narrative:
The handpiece was received at the MFR for eval, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the spindle housing and/or driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the drill began overheating near the bur guard about halfway through an oral/extraction surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.